Manufacturer narrative:
Device evaluation: the evaluation of the returned portions of the percutaneous lead confirmed an issue that would have contributed to the reported low speed events and driveline fault alarms. Examination of the vad-6095 did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 2 inches from the pump housing and the remainder of the lead was returned in one segment. Tape was previously applied to the distal returned portion of the lead in the area of the terminus of the distal end bend relief to repair cosmetic damage to the outer silicone sleeve; however, the clear bionate appeared unremarkable. The outer silicone sleeve and bionate layers of the returned portion of the lead extending from the pump housing appeared unremarkable. Continuity testing of the distal returned portion of the lead revealed that all wires were electrically intact. Examination of the distal returned portion of the lead revealed breakdown of the braided shield adjacent to the nipple housing of the metal connector, beneath the tape repair near the terminus of the distal end bend relief, and at the proximal end of the lead. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation or other damage. The distal portion of the perc lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Examination of the portion of the percutaneous lead extending from the pump housing revealed breakdown of the braided shield adjacent to the nipple of the pump housing and on the distal end of the lead at the terminus of the pump end bend relief. In the location of the terminus of the pump end bend relief, visual examination of the underlying wires revealed that the yellow and black wires were completely fractured and the brown wire was partially fractured. The exposed conductors at the fractured ends of these wires appeared to show evidence of corrosion consistent with an electrical short. Additionally in this location, breaches were noted in the green, red, and orange wire insulation, exposing the inner metal conductors. The observed wire damage appeared to be the result of repetitive flexing in this area. Visual examination of the remainder of the proximal returned portion of the lead under a microscope identified two additional small breaches in the brown and red wire insulation near the nipple of the pump housing, exposing the inner conductors. The observed damage to the brown and red wire in this location appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. The fractured wire conductors would have also caused the driveline fault alarm recorded in the second submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2009. It was reported that multiple low speed alarms were recorded in the log file of the epc system controller. The patient was switched to a pocket system controller and within minutes received a driveline fault alarm. The alarms occurred on both battery and power module power sources. It was reported that the patient had one area of trauma on the percutaneous lead, which was covered with rescue tape. The patient was asymptomatic. X-ray images indicated that there was an internal fracture of the percutaneous lead. The patient underwent a pump exchange on (B)(6) 2015.